Event description:
It was reported that right hip revision surgery was performed due to loosening of femoral component, bone necrosis, and persistent pain.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers a complete complaint history review cannot be performed for the bhr cup involved. A review of the complaint history for the head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the bhr cup cannot be reviewed. Review of the product IFU for the bhr head found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. Without the supporting lab results, imaging, and the analysis of the explanted components, the source of the loosening, and necrotic bone cannot be confirmed and it cannot be concluded that the reported events were associated with a malperformance of the implant. Also, without the implantation and pre-revision x-rays to determine initial implant anatomical placement and any micro-motion over time, this cannot be ruled out as a contributory factor to the reported issue. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.